Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used. During a follow up visit to remove the suture from the patient, it was noted that knots were not holding the tissue; the first few sutures were actually removed while the rest were not holding the tissue and easily came apart without efforts. The suture was removed successfully with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.